Manufacturer narrative:
This device is used for treatment. The device history records for the tibial plate were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A complaint history search found no other complaints against the tibial plate part and lot combination. Revision surgery has not been performed therefore the implants are not available for review. Surgical notes were not provided. X-rays were not provided; it is unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the implants was reviewed with no issues found. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain, swelling, discomfort and loss of range of motion. A revision surgery has been scheduled.

Manufacturer narrative:
Updated information received via primary and revision operative notes. Review of primary operative notes confirms patient underwent a left total knee arthroplasty on (B)(6) 2104 due to severe degenerative disease. Upon opening the knee, the appropriate cuts were made for the tibia and femur, with posterior cruciate ligament (pcl) being addressed and osteophytes removed. Trials were inserted and range of motion and stability were checked. At this time, a deep medial collateral and partial posterior cruciate ligament releases were performed to facilitate acceptable extension and flexion. Gaps were found to be well balanced at this time with excellent patellar tracking. Final components were placed using cementless technique and range of motion and stability were again checked and found to be excellent. Review of primary operative notes do not reveal any deviations to the surgical technique. Review of revision operative notes confirms patient underwent a left revision total knee arthroplasty due to failure of the tibial component and mechanical loosening. Upon opening the knee, femoral and patellar components were found to be well fixed and therefore, were not explanted. The tibial plate was explanted by attacking the implant and bone interface with an oscillating saw. Revised component was cemented into place and revealed neutral extension, flexion to 135 degrees, well-balanced gaps, and good patellar tracking. A definitive root cause remains undetermined with the information provided. However, the complaint may be revised upon return of product .

Manufacturer narrative:
No devices were returned for evaluation following the revision. It was noted that the tibial plate was revised for loosening and as such, a field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that the patient underwent a revision due to pain and loosening of the tibial component.

Manufacturer narrative:
Primary and revision operative notes have now been received. However, the information observed in the received reports does not change the previous investigation.